Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that an 840 ventilator was inoperable while in use on a patient. The customer did not provide info regarding the patient outcome. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.